Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Patient had scorpio cr system implanted in their right knee approximately 13 years ago. Patient came in complaining of knee pain and x-ray revealed uptake of tibial component. Revision performed replacing with triathlon ts system implants.